Event description:
The iab was inserted into the patient on 6/29/97 at 1:00 a.m. On 6/29/97 at 6:00 p.m., the iab leaked and the iab was removed. No second iab was inserted. The patient had minor ischemia and removal of the iab was required. The patient went on to expire on 7/10/97 at 12:45 p.m. The contact stated that the patient's death was not a direct consequence of the iab or iab therapy. The iab was not returned to datascope for evaluation. (Event complications: minor ischemia/removal required - reported 8/31/98.) (Pt's current status: expired - reported 8/21/98.)